Event description:
During surgery, the size 11 corail stem was standing out 2 cm after size 11 broaching. The surgery was prolonged greater than 20 min.

Manufacturer narrative:
The visual analysis confirmed an oversize condition of the device, but this defect on its own can not explain the jamming of 2cm; a clinical parameter had also influence. A corrective action was previously implemented to ensure a better suitability between implants and broaches used. No further corrective action required. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.